Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels ranging between 300-600 mg/dl; cause was not known. Correction boluses were delivering and manual injections were administered to address bg. Reportedly, the customer reverted to an alternate pump for insulin therapy.